Manufacturer narrative:
Investigation: investigation summary: a physical sample was not provided by the customer, however a photo was used for the investigation of this complaint. The photo provided by the customer did show a foreign material in the tubing. With the photo provided, bd was able to duplicate and confirm the complaint. A check of the batch records, in addition to a non-conforming report the other records without exception. The non-conformity report relates to the contents of the pp connector flying wire, flying wire at the edge of the connector and the shape of a filamentous, which is the material of the connector. The complaints and returned photos is a tiny black foreign body, not the same kind of material and the color is not the same as shown. Investigation conclusion: since a physical sample was not evaluated, the substance of the fm could not be identified. Based off similar reported issues the follow measures have been implemented to help eliminate the foreign material issue: start a quality plan to sort the affected finished product. Repair and replace the worn thimble and insert and confirm the product after repair maintenance. Root cause description: cannot confirm relate with the factory. Because the customer did not return the defect samples to confirm the defect in the photo as to what the black fm is.

Event description:
It was reported that a black foreign matter was found in the tubing of bd intima ii¿ IV catheter on the second day of infusion. No injury or medical intervention.